Event description:
It was reported that while using a bd maxzero¿ needleless connector, leakage occurred. The following information was provided by the initial reporter, translated from portuguese to english: leakage of chemotherapy through the connector and extender or connector and syringe. Extender and slip nozzle syringe.

Manufacturer narrative:
(B)(6). Investigation summary: a mz1000 sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 20085777. The feedback provided by the customer indicates leakage was detected at the connection of the maxzero component and unknown extension sets and syringes; the customer also indicated the syringe had a luer slip connection. As part of the feedback, the customer provided photographs of a mz1000 product within packaging; analysis of the photographs provided by the customer did not identify any damage or manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20085777 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.